Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced diaphragmatic stimulation and was brought in for evaluation. Upon evaluating this patient, the lead was not capturing and was found have to have dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.